Manufacturer narrative:
The device received with partial white display due to severe corrosion on all electronic assemblies. Unable to verify blank display anomalies due to white display. The device received with cracked battery tube area. The device received with corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They jumped into a swimming pool with the insulin pump in their pocket. The device was not turning on. There was a crack on the back of the insulin pump where the battery compartment is. The patient¿s blood glucose level was 169 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.